Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two steerable guide catheter (sgc) referenced are being filed under separate medwatch MFR numbers.

Event description:
This report is being filed because the clip detached from one leaflet but remained attached to the other leaflet, which required an additional clip for treatment. Additionally, the gripper line separated and remained inside the patient, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, and challenging patient anatomy due to flailing leaflets and sub-optimal visibility. The first steerable guiding catheter (sgc) (B)(4) was prepped before use without issue and advanced without issue; however, the sgc could not hold column and a leak was suspected. The sgc was removed and a second sgc (B)(4) was placed. The first clip delivery system (cds) was advanced without issue and the clip was deployed without issue. The second cds (B)(4) was advanced without issue; however, the leaflets were difficult to grasps due to the flailing leaflets. After approximately 4 grasps, the clip was successfully deployed without issue; however, almost immediately, a single leaflet device attachment (slda) was noted, likely due to the leaflet pathology. At this point, the gripper line could not be removed further than 3-4cm, and the gripper line separated. The sgc and the cds were removed as a single unit; however, a portion of the separated gripper line remained in the femoral vein. A small cut-down was made at the access site to cut the portion of the gripper line that was protruding; however, no attempts were made to retrieve the remaining portion of the gripper line. Upon removal of the sgc, the tip was noted to be slightly torn; thus, a third sgc was advanced. A third cds was advanced without issue and the clip was deployed without issue, treating the slda. The procedure was completely successfully, with mr reduced to 1-2, no adverse patient sequela, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported inability to remove the gripper line was confirmed via returned device analysis. The gripper line break was attributed to the inability to remove the gripper line; however, it could not be tested as the gripper line was not returned, and could not be replicated in a testing environment. The reported difficulty grasping (failure to adhere/bond to leaflets) and slda were determined to likely be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.